Manufacturer narrative:
Additional information was received that the myocardial infarction occurred due to slow flow noted during percutaneous coronary intervention (pci) following the valve implant. It was reported that there was difficulty engaging the guide catheter and difficulty securing a back-up during the procedure. Per the physician, the coronary occlusion was not related to the device. It was reported that endoscopic treatment was provided for the damaged esophagus. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. \\a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed st depression in v4-6 and troponin was positive. Emergency coronary angiography (cag) revealed 99% delay in cass#1. Percutaneous coronary intervention (pci) was performed. During plain old balloon angioplasty (poba) in cass#1, the patient had ventricular fibrillation (vf) and cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and a drug-eluting stent (des) was implanted in the lesion. It was reported that during the procedure, the esophagus was damaged possibly due to transesophageal echocardiogram (tee). No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.